Event description:
It was reported that during a coronary artery stenting treatment procedure, the stent moved on the balloon. The target lesion being treated was located in the left anterior descending (lad). During advancement of a 3.5x16mm liberte bare stent, the physician indicated that the "balloon slipped over the stent while reaching the lesion." Due to this, the procedure was discontinued.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.